Manufacturer narrative:
Patient information and event date were requested from the customer , but no response received. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator display blanked then displayed a blower motor in-op. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) reverted the software to version 2.10 to address the reported problem.